Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have a severely bent grip, causing vertical misalignment of the grips. The root cause of bent-severely instrument grips -tips was typically attributed to the mishandling. Additionally, the instrument was found to have a segment of the conductor wire dislodged from its normal position at the distal end. The instrument was found to have damage of the conductor wires insulation. It passed an electrical continuity test and no thermal damage was observed. A review of the instrument log was performed. Per the review, the instrument was last used on (B)(6) 2021 on system sk2739. The force bipolar had 10 uses remaining after last use. In addition, a review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or video clip for the reported event was submitted to isi for review. Based on the additional information obtained from failure analysis investigations, this complaint is a reportable malfunction due to the following conclusion: the instrument had conductor wire damage with no evidence of user mishandling or misuse. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the force bipolar instrument had a broken tip. There was no report of patient involvement intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.